Event description:
Customer reported via phone, her blood glucose was high in the 400 mg/dl range and she wasn't sure if the insulin pump was delivering insulin. Customer's blood glucose was 454 mg/dl, current 303 mg/dl. Symptoms were slight nausea and she felt shaky. Troubleshooting was performed and three sprinkle size air bubbles were noted coming from the reservoir. Customer was advised to perform fixed prime until no air bubbles are visible. Insulin wasn't stored at room temperature. Customer didn't have a tubing clamp to perform high pressure test. Customer was advised to do a complete set change. The device is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).